Manufacturer narrative:
Continuation of concomitant: product ID 5076-52 lead, implanted: v 2017; product ID a2dr01 ipg, implanted: (B)(6) 2017.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted and replaced due to a systemic infection. No further patient complications have been reported as a result of this event.